Manufacturer narrative:
The insulin pump had a loose/protruded drive support disk, cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched display window. The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Analysis was unable to perform the occlusion, prime/compromised force sensor system, excessive no delivery, unexpected restart error, or self-test due to a compromised force sensor system alarm. The unit passed the displacement and currents tests. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was cracked. The customer's blood glucose reading was unknown. The customer's device was replaced. No further details were provided.